Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver fentanyl 1000mcg/ml and bupivacaine 10mg/ml. It was reported that the patient was currently coming in for a pump revision. The pump flipped on an unknown date and they were unable to flip it back to do a refill. The pump was currently reading that it had 2.5ml of medication. They had plans to do a pump replacement 2 weeks prior to this report, but the patient had insurance issues. The reporter wanted to know if the pump was salvageable. Technical services reviewed that the pump was not dry at 2.5ml and was salvageable and the decision was at the hcp's discretion. Per the reporter, they also planned to replace the full catheter on (B)(6) 2025. No further issues were reported. The rep called back on (B)(6) 2025 to review back table priming. The hcp wanted to preserve the catheter and fill the pump with saline. The hcp was not the original managing hcp and did not have the current drug to fill the pump. Technical services reviewed and educated the reporter on possible options and considerations for preserving the catheter and how to perform a back table prime. The reporter understood the given considerations and no further issues were reported.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2018 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reporting that the reason for the planned catheter replacement was that the pump was flipping repeatedly and the concern was that the catheter would be beyond repair, leading to a full revision. It was found that the catheter was spooled up due to repeated flipping and the doctor was unable to resolve the issue with untangling it. The actions taken to resolve the catheter issue was the physician replaced the pump segment with a revision kit.